Event description:
Ous MDR - after an implantation period of approximately 49 months, eri was reported. The event date is unknown.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The returned data have been analyzed. Confirming the clinical observation, the analysis revealed a battery status eri and a battery voltage lower than expected, which was detected by home monitoring on (B)(6) 2018. Based on the available data no conclusion can be drawn towards the root cause of the clinical observation. In addition, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Should additional relevant information or the device itself become available, the investigation will be updated.